Manufacturer narrative:
The investigation identified non-reproducible, higher than expected troponin I results were obtained from five different patient samples using four different vitros troponin I es reagent lots on a vitros eci immunodiagnostic system. These patient samples were processed over a 1 year time frame. A definitive root cause for the event could not be determined. A vitros tropi es reagent issue cannot be ruled out as a contributing factor for vitros tropi es lots 1050, 1190, and 1240. There was no indication the vitros tropi reagent lot 1350 contributed to the event, based on acceptable historical tropi es quality control data.

Event description:
The customer observed non-reproducible, higher than expected vitros tropi es results obtained from five different patient samples using vitros tropi es reagent processed on a vitros eci immunodiagnostic system. Patient 1: 0.064 ng/ml vs. Expected <url (<0.034 ng/ml). Patient 2: 0.316 ng/ml vs. Expected <url (<0.034 ng/ml). Patient 3: 0.057 ng/ml vs. Expected <url (<0.034 ng/ml). Patient 4: 0.064 ng/ml vs. Expected <url (<0.034 ng/ml). Patient 5: 0.852 ng/ml vs. Expected 0.015 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es results were not reported from the laboratory, as the customer processed all samples with a tropi es assay request in duplicate, and the replicate results were not reproducible. There was no allegation of patient harm resulting from the action taken. This report is number one of five MDR¿s for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).